Manufacturer narrative:
(B)(4). Additional information: batch # m92x80. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eleven conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record review was performed; a defect was found during the manufacturing of this batch but was not related to the event description.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clipping cystic duct and when the clip was applied and pulled back, applied clip was pulled off by the stapler. It did not stay deployed on the cystic duct. Case completed with another device of the same product code. There were no patient consequences reported.